Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on analysis. Evaluation summary pim400938r battery - high impedance

Event description:
The hcp reported the patient presented on an unspecified date in june 2002 with an infection of the device pocket. The signs included redness, drainage, and incisional wound opening. The hcp was uncertain if a culture was done, but reports the patient did not have meningitis. The patient was treated with oral antibiotics. The infection resolved. The patient had a risk factor of cancer.